Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. The reporter informed the company that the product could not be returned.

Event description:
Daughter almost had the brush down her throat / broken brush [device breakage] no adverse event [no adverse event]. Case description: a parent reported via e-mail on 16-jan-2017 that his/her 7 year old daughter just got a new oral-b power oral care refills precision clean on her oral-b rechargeable toothbrush, version unknown 2 weeks prior. The parent described that all of a sudden, his/her daughter almost had the brush down her throat, asserting that his/her daughter could have choked. No symptoms developed. On 18-jan-2017 received parent's follow-up e-mail: the parent reported that this particular brush head was one of the last brush heads from an economy pack, and the others were "good". The parent didn't think there were any brushes left. No further information was provided. On 19-jan-2017 received parent's follow-up e-mail: the parent reported that he/she had kept the broken brush. No further information was provided.